Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the right coronary artery. The reference vessel diameter was 3.0mm and the lesion length was 25mm. Direct stenting was not attempted because of the presence of a dissection. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.0x28mm liberte stent was implanted. The procedure was technical success. An additional procedure was performed in the target lesion. Due to a dissection a second liberte stent was placed. Two days later the patient was discharged without angina or silent ischemia. Medications were aspirin 100 mg daily/indefinite and clopidogrel 75 mg/daily.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.